Event description:
The customer reported that during use for pt, air leaked from the pilot balloon. Pre-test of the tube is unk. The pt required a non-routine re-cannulation.

Manufacturer narrative:
The lot number is unk, therefore, the date of manufacture cannot be determined. The tube is not available for failure investigation. No analysis or conclusions can be made without the device. Info has been added to the database for trending purposes.